Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/31/2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient was taking medication containing acetaminophen. Reportedly, the patient calibrated during periods when cgm values were not present. Reportedly, the patient did not calibrate every 12 hours. Reportedly, the patient wore the sensor beyond seven days. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol). Labeling indicates: do not calibrate if the out of range symbol shows in the status area. Do not calibrate if the glucose reading error symbol shows in the status area. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, and you might miss a low or high blood glucose value. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.